Manufacturer narrative:
Product complaint # (B)(4) depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, while the dr. Was tapping, the 3.2 guide pin became stuck inside tap. The obturator was used to poke it back into its home. Additionally, the stryker drill connection kept releasing the 6/9mm reamer. There seems to have been an issue with stryker chucks not holding the drill bit. No adverse events occurred. There was a surgical delay of 5 minutes. The procedure was successfully completed. No fragments were generated. This complaint involves one (1) devices. This report is for one (1) 3.2mm guide wire 400mm. This is report 1 of 1 for complaint (B)(4).